Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the black coating from the bumper is peeling off. The device shows signs of significant wear and use. A medical investigation was conducted and confirms this case reports that during a tka, the femoral impactor was opened and found to have pieces of the black bumper broken off. Another impactor was opened, and the same issue was encountered. Per email correspondence, the damage to the impactors was noticed before use on the patient, so there were no pieces inside the patient. The procedure was completed without patient injury and less than a 30-minute delay. No further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka it was used the gii femoral impactor to impact the femoral component, but some pieces of black plastic came off therefore another gii femoral impactor was opened so could be used but the same event occurred. Instruments inside the patient. All pieces of plastic were retrieved. The procedure was completed with a delay less than or equal to 30min using a smith-nephew back-up device. No patient injury or other complications were reported.